Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
When they want to install two us sensors, we cannot get the sound from the child.

Manufacturer narrative:
H3 other text : customer resolved.

Event description:
The customer reported that when they want to put two ultra sound (us) sensors, they couldn't get the sound of the child. The device was being used on a patient at the time of the event, including for the purposes of diagnosis. There was no adverse event or patient harm reported. A philips response service engineer (rse) spoke to the customer. The (rse) recommended the customer to carry out tests on other connectors of the two us sensors, but the outcome of this recommendation is unknown. A good faith effort (gfe) confirmed that the device was in clinical use at the time the issue was discovered, and that the lack of sound was caused by the connector block been defective. The rse stated that due to no call back from the customer, it was assumed that the problem disappeared after philips sent a replacement socket connector block. Replacement of the (451261010261-socket connector block) was ordered and shipped to the customer site. We will consider that the customer resolved the issue using the replacement parts ordered from philips. No further investigation or action is warranted at this time.